Event description:
Customer was admitted to hosp for high blood glucose. Troubleshooting performed and customer stated there was no insulin exiting. Reviewed alarm history and no delivery alarm recorded. Call disconnected before any further info could be obtained.